Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that when the anesthetist attempted to assemble the blade into the handle in the operating room for intubation, it was noted that the locking pin was missing. No report of a patient injury or delay in treatment.